Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump kept alerting them a low battery. They had to change the battery 2 times within a week. The customer was also hospitalized due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose during the incident was 524 mg/dl. The customer was treated with manual injections and a bolus from the device. Troubleshooting was performed on the insulin pump. After they performed a reset on the insulin pump, it had armed a post reset ram, a force sensor communication check failed, and a trace pointers invalid. There was no clear indication that the alarms were cleared. The insulin pump will not be returned for analysis.